Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that on (B)(6) 2026, the patient experienced elevated blood glucose levels after an unspecified duration of pod wear on the arm. It was noted that the patient sought medical attention for an infected finger. During medical evaluation, blood glucose was measured at 1238 mg/dl, and the patient was subsequently admitted to the intensive care unit with a diagnosis of diabetic ketoacidosis and a severe infection. According to the mother, the patient developed symptoms including ¿acting funny,¿ vomiting, and fruity breath. He underwent two surgeries, including partial amputation of the left thumb, and experienced kidney failure requiring dialysis therapy. Blood glucose was managed during hospitalization with intravenous insulin therapy. The patient remained hospitalized for approximately thirteen days and was discharged on (B)(6) 2026. According to the report, the finger infection requiring amputation was attributed to an underlying infection unrelated to pod wear.